Event description:
It was reported that during a ptca procedure, the maverick2 monorail catheter broke. The shaft of the catheter bent upon insertion into the guide catheter. The tech pulled the device out and found a visible hole. It was also noted that the device had broken into two pieces. No patient injuries or complications were reported.